Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had their implant removed in 2013 because they were having problems with vertigo. Caller stated now they need to have surgery on their neck, but they can't get an MRI because there are abandoned leads left in their back. Agent reviewed information with caller. The patient was redirected to their healthcare provider to further address the issue. Information was received from a healthcare provider (hcp) regarding an external device. It was reported that the device was removed because the patient was no longer using it. There was nothing in notes regarding vertigo. No actions/interventions were taken to resolve the issue. The implant did not provide good relief and they no longer used it. Pre-operative diagnosis showed the ins was non-functioning. The status of the device is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.